Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, deflation difficulties were encountered. The lesion was located in an unspecified non-calcified and moderately tortuous vein shunt. The percent of the stenosis of the lesion is unk. Another manufacturer's 5fr sheath was laced and the ultra-thin diamond 6mm x 4mm x 75mm balloon catheter was advanced to the lesion and inflated to 10atms for "less than 30 seconds" on the first inflation. Upon attempting to deflate the balloon, deflation was reported to take "about a minute". The balloon was able to be completely deflated and the device was successfully removed from the pt without further incident. Another of the same device was used to complete the procedure. No pt injuries or complications were reported. The pt's status is reported as "good".